Event description:
It was reported that during the surgical procedure, the harmonic shears insert broke and fell inside of the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement insert. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed.

Manufacturer narrative:
The harmonic curved shears insert was not returned for evaluation, therefore, the cause of the customer reported complaint cannot be determined.